Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported hypoglycemia, hyperglycemia treated with glucose/carb intake, no treatment. The event involved product(s) mmt-1884, mmt-242a, mmt-332a. The customer believes the pump is over delivering. No further patient complications were reported. The customer will discontinue the use of the device. Mmt-1884 was requested, and the device was returned. No product return is required for mmt-242a. No product return is required for mmt-332a.

Manufacturer narrative:
Pump successfully downloaded to thump software. Successfully uploaded files on carelink. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test (0.0872). No unexpected motor alarms or motor anomalies were noted during testing. Test p-cap locked into the reservoir tube successfully. No pump error or insulin flow blocked alarms were found in the history files on or near the event date. The bolus amount delivered on 07-aug-2024 with 0.2 u at 10:04:11, 0.2 u at 10:19:13 and 0.15 u at 12:04:09. No total bolus recorded near the event date or on the event date was recorded in the pump history. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies and force sensor flex connector. The following were noted during visual inspection: cracked keypad overlay and pillowing keypad overlay. In conclusion, possible over delivery was not confirmed during testing or in the history files. Unable to verify low/high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.